Event description:
The customer reported that the system is not receiving alarms sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the system not receiving alarms sound and that the speaker malfunctioned. The rse determined that adjusting sound properties in the system configuration tool and making the speakers default option resolved the system device issue. The philips remote service engineer (rse) remotely resolved the customer's issue by making the speakers the default option. After the system adjustments the system alarms had sound.